Event description:
Original surgery date (B)(6) 2015. Left l4 pedicle screw was impeding into the spinal canal on CT image on (B)(6). Surgeon stated patient had no symptoms. Revision surgery performed on (B)(6) 2015. Dual innie set screws removed x 2, rod removed, l4 left pedicle screw removed. Surgeon repositioned and re inserted the same screw and same rod. New dual innie set screws x2 inserted.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.